Event description:
It was reported that the right ventricle lead exhibited high capture thresholds, high pacing and defibrillation impedance. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and ring electrode cables at the distal portion consistent with procedural damage. The lead impedance could not be tested due to the condition of the lead, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.